Event description:
Boston scientific crm received information that during a device replacement procedure, an attempt was made to implant this cardiac resynchronization therapy defibrillator (crt-d). During the procedure, the lead impedances were reported to be normal through the pacing system analyzer (psa); therefore the chronic leads were connected to this device. When defibrillation threshold (dft) testing was performed, an error message "short circuit condition detected during shock delivery, fault code 1004" was observed. The leads were checked and dft's were attempted again; however, were not successful, thus a new device was then attempted, and this device was later returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted minor scratches on the device case, but no arc marks. An x-ray was performed, revealing an open plasma fuse on the device hybrid circuit. A manual capacitor reformation was performed and the device charge timed out then declared end of life (eol). It was concluded that the device shocked into a low impedance from a damaged defibrillation lead, blowing open the plasma fuse. The device was then exposed to simulated heart load conditions, and the pacing functions were tested and verified.